Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted the ccd camera focus and performed a rus camera calibration. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 system had poor image quality. There was no report of patient injury.